Event description:
Name of procedure being performed: lap myomectomy. Detailed description of event: "I was reviewing some old scrub and noticed this record. I am hoping that the rep has already created a cer but if not I wanted to share it so a cer could be created. I have no information other than what is listed below." Description: aces/gelport [name] start date: 9/6/2018 activity type: scrub case with surg last notes: "case went well although alexis o was perforated 3 times by instruments to resulted in ga speaking. Changed to new system." Additional information was received via email on 23jan2019 by applied medical sales manager. The alexis sheath tore at the center of the sheath. "This was a gelpoint mini and the ports placed through the gel cap was those provided along with the gelpoint mini ie. Applied gelpoint mini trocars". "No anastomosis was performed due to this being a laparoscopic myomectomy." "Tear occurred due to the alexis sheath being snagged by instruments such as suction/irrigation and other laparoscopic instruments". The device was removed and replaced with another gelpoint mini due to gas leaking through the perforations in the alexis o. Concomitant device: suction/irrigation and other lap instruments. Patient status: no patient injury reported.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. Based on the description of the event, it is likely that the reported event was caused by an instrument coming in contact with the sheath during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Manufacturer narrative:
Event unit will not return for evaluation to applied medical for evaluation. A follow-up report will be provided upon completion of the evaluation.

Event description:
Name of procedure being performed: lap myomectomy. Detailed description of event: "I was reviewing some old scrub and noticed this record. I am hoping that the rep has already created a cer but if not I wanted to share it so a cer could be created. I have no information other than what is listed below." Description: aces/gelport [name]. Start date: (B)(6) 2018. Activity type: scrub case with surg. Last notes: "case went well although alexis o was perforated 3 times by instruments to resulted in ga speaking. Changed to new system." Additional information was received via email on (B)(4) 2019 by applied medical sales manager. The alexis sheath tore at the center of the sheath. "This was a gelpoint mini and the ports placed through the gel cap was those provided along with the gelpoint mini ie. Applied gelpoint mini trocars". "No anastomosis was performed due to this being a laparoscopic myomectomy." "Tear occurred due to the alexis sheath being snagged by instruments such as suction/irrigation and other laparoscopic instruments". The device was removed and replaced with another gelpoint mini due to gas leaking through the perforations in the alexis o. Concomitant device: suction/irrigation and other lap instruments. Patient status: no patient injury reported.